Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reported a hospitalization due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 363 mg/dl at the time of the report. Customer treated with the insulin pump. She stated that the customer was wearing the insulin pump at the time of the event. She stated that the basal rates were correct. The blood glucose reading while the customer was in the hospital was over 500 mg/dl and customer was treated with an IV drip. Nothing further was reported.